Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06074 and 2134265-2015-06075. Evolve clinical study: it was reported that in-stent restenosis and myocardial infarction occurred. In (B)(6) 2010, clinical status assessment identified the patient's qualifying condition as unstable angina and the patient was referred for cardiac catheterization which revealed the 93% stenosed target lesion that was located in the right posterior descending artery (r-pda) and was 18 mm long with a reference vessel diameter of 2.6 mm. The lesion was treated with pre-dilatation and placement of a 2.5 x 20 mm study stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2011, three promus element stents were implanted in the mid to distal left anterior descending artery (lad). In (B)(6) 2015, the patient was admitted due to reoccurring angina. Electrocardiogram revealed regular sinus rhythm of 56/min with first degree atrioventricular block. Cardiac enzyme was noted to be elevated, consisted with arc definition of spontaneous myocardial infarction (mi). The patient was referred for cardiac catheterization which revealed 73% stenosis in the mid to distal lad. Two days post admission, the 73% in-stent restenosis (isr) of the previously placed promus element stents in the mid to distal lad were treated with pre-dilatation and placement of a 2.25 x 14 mm non bsc drug eluting stent. Following post-dilatation, residual stenosis was 0% with timi 3 flow. One day post procedure, at the time of discharge, event was considered as resolved without residual effects.